Event description:
A customer reported intermittent negative or zero (0) results for triglyceride for patient samples and quality control samples when using the au680 clinical chemistry analyzer. All results were flagged with g flag indicating the results were below the lower end of the dynamic range for that assay and required repeating. In addition to the g flag, the results were also flagged with @, &, and l. There were no erroneous test results reported out of the laboratory. All samples with negative results were retested and reported. There was no death or injury, or affect to patient treatment reported for this event.

Manufacturer narrative:
On (B)(4) 2014, with the assistance of beckman coulter customer technical support, the customer performed routine troubleshooting. The customer did not identify any deficiences with the instrument or the reagent. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument. On (B)(4) 2014, the fse evaluated the instrument and confirmed the zero and negative triglyceride issue. The fse did not identify any noted issues. Fse removed and checked all syringes. These were replaced back on the analyzer. Fse calibrated and ran quality control (qc) and all values were good and acceptable. Customer will continue to monitor. On (B)(4) 2014, the customer contacted customer technical support with a recurrence of the issue. On (B)(4) 2014, the fse removed the reagent transfer assemblies for both r1 and r2. The shaft and worm gear were lubricated and the assemblies re-installed. Reagent syringes and probes were replaced. System was calibrated and qc performed. Instrument was verified to meet performance specifications. Failure mode: multiple consumables were replaced. No isolated failure mode can be established. This MDR is related to another MDR reported for the same type of event on different date: 9612296-2014-00036.